Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 with cooladvantage, coolcore contour to the upper and lower abdomen, on (B)(6) 2018 with cooladvantage petite ( to the inner thighs, on (B)(6) 2018 with cooladvantage, coolcurve+ applicator (coolmini app also checked) to the bra fat, on (B)(6) 2018 with cooladvantage petite, flat contour to the arms, and on (B)(6) 2019 with cooladvantage, coolcore contour to the upper and lower abdomen, who developed paradoxical hyperplasia (pah/ph) of the upper arms, inner thighs, abdomen, back, and flanks (onset (B)(6) 2018) diagnosed (B)(6) 2019. (B)(6). No applicator sns provided.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to (B)(6) 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2018 with cooladvantage, coolcore contour to the upper and lower abdomen, on (B)(6) 2018 with cooladvantage petite ( to the inner thighs, on (B)(6) 2018 with cooladvantage, coolcurve+ applicator (coolmini app also checked) to the bra fat, on (B)(6) 2018 with cooladvantage petite, flat contour to the arms, and on 11feb2019 with cooladvantage, coolcore contour to the upper and lower abdomen, who developed paradoxical hyperplasia (pah/ph) of the upper arms, inner thighs, abdomen, back, and flanks (onset (B)(6) 2018) diagnosed (B)(6) 2019. (B)(6). No applicator sns provided.